Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the "rewind function" would not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 09/16/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/24/2015 with the following findings:a review of the pump history and black box data revealed no evidence of a device failure. The pump successfully performed the prime sequence functions. The pump was exercised for 24 hours, during which no alarms or failures were observed. The reported rewind issue was not duplicated during the analysis. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.